Event description:
It was reported that the right ventricular lead pace impedance had high, out-of-range values of greater than 3000 ohms, and a lead safety switch occurred. Boston scientific technical services was contacted by the physician about the out-of-range impedance and the right ventricular automatic capture (rvac) failing due to a low evoked response. Later, the epicardial leads were surgically abandoned. The device remains in service. No additional adverse patient effects were reported.